Event description:
During the coil embolization of the midline anterior communicating artery (acom) aneurysm, the physician successfully deployed two coils including the subject device. Three coils were not implanted and the physician does not allege any issue occurred with these devices. Angiography taken after the final coil was implanted revealed a non-occlusive thrombus at the right base of the aneurysm within the acom. A total of 20mg of reopro was administered over three doses. Angiography over 30 minutes revealed a slight decease in the thrombus. A new, non-hemodynamically significant thrombus was noted within the proximal right a2 anterior cerebral artery segment. The physician used a balloon catheter (inflated twice) in the region of residual initial thrombus. Following angioplasty, there was further decrease in the size of the initial thrombus. The patient was given a further 1000u of heparin at the end of the procedure. The next day, angiography revealed a small thrombus at the base of the coil mass which was smaller compared to the angiogram taken the previous day, and there was no flow limitation or branch vessel occlusion due to the thrombus. The thrombus noted in the a2 segment was resolved and the aneurysm remained occluded.

Manufacturer narrative:
Additional information was received from the physician stating that the thrombus was an anticipated event from the use of the coils, microcatheter and guidewire. This manufacturer report is related to: manufacturer report # 2939204-2009-00806 (gdc coil), manufacturer report # 2939204-2009-00807 (gdc coil).